Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of tampon came off, stuck inside for a week [foreign body in reproductive tract]. Outer layer of tampon comes off easily, torn off [device breakage]. Outer layer of tampon comes off easily when removing [complication of device removal]. Case description: consumer reports via e-mail that the outer later of the tampon comes off easily and has torn multiple times. Tampon became stuck inside of her as a result. No serious injuries reported.